Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error and the power shut off. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that a low battery alert was not received prior to off no power alert on the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Unable to confirm motor position encoder error alarm due to overwritten with corrupted history file alarms in alarm history screen. Corrupted history file alarm noted due to corrupted history file. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.